Event description:
Additional information was received from the patient. They reported that the cause was not determined. The patient said the device occasionally hurts or burns. They reduced the level after turning it off for a few hours which works, but it comes occasionally. The device was not perfect - it burns every so often. What causes it was unknown they put it in and there was little to no contact to was working. It is unknown if the issue was resolved. Patient stated they were not stupid and have dealt with the occasional problems on their own. Patient stated if the device works or not was still pending, it depends on the day, what they have eaten, etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. It was reported that the implant site started to burn yesterday or the day before 2024-jun-10. Patient turned stim off for a few hours and it was fine while off. Pt said they turned it back on and after 9-10 hours it started to burn again. Patient left stim off all night and turned stim back on this morning and lowered the setting. Patient said it feels ok now. Patient denied any falls/trauma/medical tests or procedures. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.